Event description:
It was reported that "pt will have to wrap the cord around the pump so it goes in a certain way for pump to charge." Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.